Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "breast cancer", which is not device-related. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported "breast cancer", which is not device-related. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on radius side assessed as surgical impact opening. Cancer breast-ndr: not applicable as the event is not related to the device. Additional observations: observed stress marks on the device. No further actions are required since no manufacturing issue is observed.